Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a few bd ultra-fine¿ ii insulin syringe 3/10ml 8mm 31g stopper is distorted. The following information was provided by the initial reporter: we have a situation with the empty bd ultrafine insulin syringes I thought I would report. Our assistants noticed that lately they see quite a few syringes with a distorted, uneven looking rubber stopper plunger tip which seem to have uneven thickness, the flatness changes especially as you move the plunger.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photo provided. The customer returned one photo. The photo was examined, and the alleged issue could not be determined based on the photo provided. The complaint could not be confirmed therefore, the root cause is undetermined. Unable to perform complaint lot history check for stopper damaged due to unknown lot number. Embecta was not able to duplicate or confirm the customer¿s indicated failure based on the photo received. Root cause cannot be determined at this time as the issue is unconfirmed as no samples was returned. H3 other text : see h10.

Event description:
It was reported that a few bd ultra-fine¿ ii insulin syringe 3/10ml 8mm 31g stopper is distorted. The following information was provided by the initial reporter: we have a situation with the empty bd ultrafine insulin syringes I thought I would report. Our assistants noticed that lately they see quite a few syringes with a distorted, uneven looking rubber stopper plunger tip which seem to have uneven thickness, the flatness changes especially as you move the plunger.